Event description:
It was reported that the patient presented for a follow-up visit at the clinic with an infection at the implanted device pocket site. The physician elected to explant the pacemaker, right ventricular (rv) lead, and right ventricular left bundle branch pacing (rvlbp) lead. The pacemaker and rv lead were replaced on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.